Event description:
It was reported that the customer experienced high blood glucose levels and that the reservoir had many air bubbles. The blood glucose reading was 285 mg/dl. The customer stated that he was filling the reservoir with cold insulin, which he was advised against doing. He decided to change the entire infusion set, reservoir and insulin. He stated that he would call back if further assistance was needed. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.